Manufacturer narrative:
The customer reported that the device failed in testing. Philips evaluated the device and confirmed the failure. The problem was resolved through replacement of the therapy pca. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the device failed in testing.